Manufacturer narrative:
Event summary: as reported, the basket of the ncircle tipless stone extractor would not open or close during a stone removal procedure. The device was tested prior to use and functioned properly. The stone was lasered and the device was able to extract the stone fragments successfully once. After reinserting the basket again it was found the basket would no longer function. The device was removed and there was no noticeable damage to the device. The device was replaced with another same like device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook in open packaging. The handle does not actuate basket formation. The handle was disassembled and cannot manually actuate basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did provided evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the failure of the basket to function was not determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. ¿ per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket of the ncircle tipless stone extractor would not open or close during a stone removal procedure. The device was tested prior to use and functioned properly. The stone was lasered and the device was able to extract the stone fragments successfully once, after reinserting the basket again it was found the basket would no longer function. The device was removed and there was no noticeable damage to the device. The device was replaced with another same like device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Postal code: (B)(6). Phone: 07 3275 6470. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.